Event description:
It was reported that during a procedure a piece of the jaw fell off of the arthroscopic shaver and into the patient. The piece was retrieved from the patient and the procedure was completed successfully. There was no medical treatment or intervention required and no adverse consequences as a result of this event.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Biological material was observed on the distal tip of the device, indicating the device was used clinically. The distal tip of the inner shaft was observed to be broken and detached. Galling was observed on the inside the distal tip of the outer shaft. The results of the investigation performed indicated that the returned device was observed to have a broken/detached distal tip on the inner shaft, substantiating the facility¿s reported issue. Based on the galling inside the distal tip of the outer shaft, the most likely causes for the reported issue were determined to be: the arthroscopic shaver may have come into contact with staples, clips or another metal object, resulting in damage to the blade; and/or; excessive lateral forces exerted on the device during clinical use may have caused the teeth of the inner shaft to contact the cutting edges of the outer shaft, causing the teeth to catch on the outer shaft as the device rotated, and the observed galling and damage to the device. Product surveillance will continue to monitor complaints of this type for adverse trends. The instructions for use (IFU) for arthroscopic shavers (as) states the following applicable warning related to this failure mode: do not allow the arthroscopic shaver to come into contact with staples, clips or any metal object to avoid damage to the blade and possible patient injury. Careful handling of the instrument is necessary to avoid damage or breakage as a result of excessive force. Do not apply excessive pressure or ¿side-load¿ the blade during use. Side-loading does not improve the performance of the instrument, can dull the blade, and/or produce metal particulates. A review of the lot control sheet (lcs) indicated that all required inspections and tests were conducted on all arthroscopic shavers in the lot in question indicating that the instrument was in working condition when released from stryker® sustainability solutions. This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to medical intervention being required to remove a broken shaver tip.